Event description:
It was reported that the balloon ruptured. The patient presented with coronary artery disease (cad). A 3.50 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). Following adequate lesion preparation, an agent balloon was advanced and inflated to a pressure below its rated burst pressure (rbp). However, the balloon subsequently ruptured. The balloon removed successfully from the patient and further lesion preparation was performed. And the procedure was successfully completed with stent. There was no patient complication reported.